Event description:
A customer reported phacoemulsification tip was no longer aspirating, the surgeon had to urgently close the eye with a suture and had almost no anterior chamber during a cataract procedure. A fragment of eye nucleus remained in the anterior chamber because it was impossible to emulsify and aspirate it. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample was received, however, the reported lot number was expired on the procedure date. The lot number provided indicated the product was used beyond its expiry date. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a pak label, the reported product and lot information is confirmed. A sample was not returned and a review of the lot number provided indicated the product was used beyond its expiry date. No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date and should not have been used. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).